Event description:
A (B) (6) male pt underwent original aaa repair on (B) (6) 2004. The pt received a zenith aaa endovascular graft bifurcated main body, two zenith aaa endovascular graft iliac legs and a zenith aaa endovascular graft aaa ancillary component iliac leg extension. The procedure was completed without reported incident. On (B) (6) 2009, the pt underwent an additional procedure due to a proximal type I endoleak. The original device was either deployed low or had migrated. However, a zenith renu aaa ancillary graft main body extension was placed right up to the renal arteries and the proximal type I endoleak was fixed. The additional device placement resolved the endoleak.

Manufacturer narrative:
Event evaluation: still under investigation.